Event description:
Edwards received notification that a valve model 3300tfx19mm implanted in the aortic position and a valve model 7300tfx25 implanted in the mitral position were explanted after an implant duration of approx. 7 years for unknown reason. This case involved a (B)(6) patient with history of osteoporosis. Reportedly, "patient is having some osteoporosis so patient is continuously consuming calcium supplement that may be the reason for this earlier failure". The surgeon did not want to make a complaint. The explanted devices were noted as to be available for return.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. H3: evaluation summary: customer reports of calcification and stenosis were confirmed. Stiffened leaflets in the as received condition may contribute to regurgitation. X-ray demonstrated wireform intact and moderate to heavy calcification on all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 1 at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at both the inflow and outflow aspects. Subvalvular apparatus was observed around commissures 1 and 3 on the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut around leaflet 2 and cut off sewing ring fragment was not returned. Serrated mechanical damage marks were observed on the outflow surface of leaflet 1 near the sewing ring. Multiple sutures and suture pledgets remained attached to the sewing ring around the valve.

Event description:
Edwards received notification that a valve model 3300tfx19mm implanted in the aortic position and a valve model 7300tfx27 implanted in the mitral position were explanted after an implant duration of 6 years and 5 months due to calcification leading to stenosis and regurgitation. The patient presented with shortness of breath and dizziness. The patient was discharged. This case involved a 62-y-o patient with history of osteoporosis. Reportedly, "patient is having some osteoporosis so patient is continuously consuming calcium supplement that may be the reason for this earlier failure". The surgeon did not want to make a complaint. The explanted devices were noted as to be available for return.